Event description:
The pt reportedly experienced a loss of sound with his internal device. External equipment was exchanged and reprogramming was attempted, however, this did not resolve the problem. Surgery to explant the pt's device will be scheduled.